Event description:
It was reported that the device was used during a laparoscopic assisted lower resection the device ripped. Another device was opened to continue the case. There was no reported pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.